Event description:
It was reported that this insertable cardiac monitor (icm) device appears to exhibit premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The icm was subsequently explanted and replaced. No additional adverse patient effects were reported. The icm is expected to be returned for analysis.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device appears to exhibit premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The icm was subsequently explanted and replaced. No additional adverse patient effects were reported. The icm was returned for analysis.